Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set disconnected from the patient line of a homechoice cassette. This issue occurred during drain five of five of peritoneal dialysis therapy. The home patient (hp) was connected during the time of the event. The hp woke up and realized that the patient line become disconnected from the transfer set. Renal therapy services (rts) assisted the hp with proper disconnect procedures. The hp advised they would perform continuous ambulatory peritoneal dialysis to complete therapy. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.